Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, an unspecified number of stoppers came off during centrifugation causing spills. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore 100 retained samples from lot number 5076401 was visually inspected, and no issues were identified. Additionally, functional tests were conducted on 10 retained samples, with all results being within specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5076401, for the indicated failure mode: stopper pop off in centrifuge. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, an unspecified number of stoppers came off during centrifugation causing spills. There was no other health impact or consequences reported.